Event description:
It was reported that the user is able to dicom export imrt plans that have only been optimized and not segmented. The customer could deliver the plan. There was no mistreatment reported based on the available information.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. This defect will be fixed in a later version.